Manufacturer narrative:
No pt information was provided as no pt was present. Investigation is in progress.

Event description:
A medtronic rep reported that the stealthstation navigation system fails to calibrate the suretrak instruments. It looks like the system freezes for suretrak after it had been re-registered or after a certain amount of time. The software stops at the "choose divot" step. Restarting the software solves the issue. The system tracks and verifies other instruments without issue. There was no pt present.